Manufacturer narrative:
(B)(4) initial report. Device details, pt medical history, post primary and pre-revision x-rays, explant and reason for revision have been reported in order to progress with the investigation. Device mfg records to be reviewed for both the femoral head and acetabular cup components. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.

Event description:
Cormet revision after 4 years 10 months due to aseptic loosening of the cormet resurfacing head by metal ion synovialitis.